Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the patient had a breathing test involving inhaling of some gas and immediately had their arm tremor become active. Although this subsided a minute later, it was concerning. They were to be further evaluated by a pulmonary doctor soon. No further complications were reported.